Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 30 mg/ml dilaudid at an unknown dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that a low battery reset and safe state occurred on (B)(6) 2017 at 1820. It was noted pump logs were checked. The patient was in the clinic and was not feeling well, like they were not getting the medication. The critical alarm was silenced and the pump infusion mode remained at minimum rate. The pump was turned back on and set to minimum rate. The physician's office was working on getting the patient scheduled for replacement and the pump would be returned for analysis. No further complications were reported or anticipated.